Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in 2024 from date manufacturer was made aware. Block d6b: explant date: 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6). Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26368984.

Event description:
It was reported that the patient developed an infection. It was also noted that patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.